Manufacturer narrative:
Customer had complained of a leak during pre-use test. Our field service engineer (fse) was on site to investigate the reported issue. The reported leakage issue could not been duplicated. The ventilator passed several pre-use checks as well as functional and safety tests and returned clinical use. Since the issue could not been duplicated, the root cause could not been identified.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).